Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a vizigo sheath. It was reported that when pulling out the sheath from transseptal, the tip of the vizigo sheath looked a little "deformed and mushroomed out". They confirmed no issues with the dilator and only an issue with the tip of the sheath.the sheath was replaced and the issue resolved. No patient consequence reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-sep-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a vizigo sheath. It was reported that when pulling out the sheath from transseptal, the tip of the vizigo sheath looked a little "deformed and mushroomed out". They confirmed no issues with the dilator and only an issue with the tip of the sheath. The sheath was replaced and the issue resolved. No patient consequence reported. The device evaluation was completed on 19-sep-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed that the soft tip had a bent and was found slightly bumped. No other damage or anomalies were observed on the device. A dimensional test was performed and the device was found within specifications. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. The intracardiac resistance issue reported by the customer was confirmed as it could be related to the issue observed during the analysis. This failure could be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported when pulling out the sheath from transseptal, the tip of the vizigo sheath looked a little "deformed and mushroomed out¿ issue. In addition, biosense webster inc. Analysis finding of the ¿soft tip had a bent¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported when pulling out the sheath from transseptal, the tip of the vizigo sheath looked a little "deformed and mushroomed out¿ issue. In addition, biosense webster inc. Analysis finding of the ¿slightly bumped¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).